Manufacturer narrative:
.

Event description:
Procedure: thoracic. Reportedly, after the stapler was fired to the lung, an air leakage occurred from the center of staple line. The tissue was then treated with a mesh to secure it.